Manufacturer narrative:
(B)(6).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the patient got an 8286 (empty reservoir) code on her ptm (personal therapy manager) last night. It was unknown if the patient was due for a pump refill. No patient symptoms were reported. No further patient complications have been reported as a result of this event.